Manufacturer narrative:
Unique device identification (UDI) updated to proper value. Device manufacturing date updated to proper value.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identifier (UDI) is unavailable. No 510(k) provided as this device is not released for distribution in the united states. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a craniotomy, the starburst end of the reference frame mount would not tighten sufficiently on an intermittent basis. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that during inspection the product was working normally. If information is provided in the future, a supplemental report will be issued.